Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible twiddler's syndrome. A loss of slack was noted on the right atrial (ra) and right ventricular (rv) leads.  The leads were revised and remain in use. No further patient complications have been reported as a result of this event.